Event description:
In 2001 the end-user called minimed, USA and stated that the tubing had a leak where the tubing and the syringe connects. The end-user gave a manual injection to treat high blood glucose level. On june 14, 2001 maersk medical received the complaint and the used tubing. The incident took place in USA.